Manufacturer narrative:
The returned product was evaluated and its root cause was determined to be a failure of release spring. The spring latch never fully released the clutch spring which in turn did not allow the ratchet gear to move the plunger. Omnipod insulin management system ¿ user guide, model: ust400, (B)(4) 01/16, checking your blood glucose 7 / page 96. Warnings: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported blood glucose level went up to the 380's mg/dl while wearing the pod between 4 and 24 hours. Hyperglycemia treated with multiple manual injections. After removal, customer also noted a small bruise around insertion area.